Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery system. The largest landing zone measurement was 29mm. The sizing of the device was determined via transesophageal echocardiogram (tee). Both tee and fluoroscopy were utilized during procedure. During procedure, the amulet was released after a successful stability check; no leak was observed around the device. However, several minutes post-release, tee showed that the amulet embolized and ended up in the left atrium. The amulet did not cause partial or complete obstruction. The user believes the cause of embolization was proximal pectinate. A raptor grasping device was used to successfully retrieve the amulet via groin access. No device was ultimately implanted. The patient was reported to be in stable condition.